Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported false negative architect sars-cov-2 igg results on one (B)(6) year old patient while performing correlation studies with biomedomics covid19 igm-igg rapid test. The results generated were being used for individual patient management. The sample was collected at a drive through testing site, therefore, no additional patient information is available. The results provided were: on (B)(6) architect = 0.03s/c (<1.4s/c = negative) / retested = 0.02 and 0.03s/c; biomedomics test shows a strong positive igg band. The sample was also tested on syntron igg / igm and was positive for igg. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Testing of returned patient sample ((B)(6) with a retained kit of lot 16020m800 gave a negative result and aligned with the results obtained by the customer. In house testing of controls, which mimic patient samples, was completed using a retained kit of lot 16020m800. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the lot and the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation no systemic issue or deficiency of the architect sars-cov-2 igg reagent, lot 16020m800, was identified.